Event description:
The customer reported that he activated a pod at 8:22 pm. At 8:30 pm, his blood glucose result was 399 mg/dl, and he gave himself a 2.1u bolus. He said that he went to bed and woke up at 9:20 pm with a result of 484 mg/dl. He realized that the cannula was not properly inserted in his arm and he was not receiving insulin. He deactivated the pod at 9:28 pm.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would result in the cannula to fail to insert properly or the pump to fail to deliver insulin was found. The customer reported that the cannula was not inserted properly in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."